Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b3, b4, b5, d11, g4, g7, h1, h2, h3. H3: the device will not be returned to the manufacturer, as it remains implanted. H3 other text : device remains implanted.

Event description:
From additional information, it was reported that the femoral and tibial prosthesis was implanted during initial procedure. Revision procedure has occurred. No parts were removed during procedure.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen tibial component catalog # 00598004702 lot # 64191109, nexgen articular surface catalog # 00597604010 lot # 63568948. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2019-00752, 0001825034-2019-04177. Remains implanted.

Event description:
It was reported patient has been indicated for revision procedure approximately nine months post-implantation due to stiffness. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.